Manufacturer narrative:
The hill-rom technician found the foot end brake/steer caster was not holding when in brake mode due to a broken left cam pivot. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the left cam pivot to resolve the issue based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the front brakes were not holding. The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).